Event description:
It was reported that when using the bd pyxis¿ medbank tower patient name was not showing up in the cabinet to pull out the medication there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not syncing even after a reboot. The field service engineer (fse) found that the ethernet port on all in one was not showing activity on the link light, and the ethernet adapter was showing as disconnected. The fse connected a laptop to the ethernet cable and confirmed a working connection. After rebooting the all-in-one, the screen displayed purple lines and still showed no ethernet connection. The fse replaced the all-in-one, and the connection was restored. An ip address was assigned, and a command prompt test was performed. Pinging google returned all packets successfully. The customer verified the fix. The system functioned as intended after the field service engineer repaired the device.